Event description:
It was reported that the pin connector on the stenoscope system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.